Manufacturer narrative:
G1: manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of alarm. This occurred during dwell five of five of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a loose connection and a leak between the last fill bag and the blue clamp line connection that led to this alarm. The renal technical service representative (tsr) advised the hp to drain using manual supplies. Proper procedures per the user manual were reviewed with the reporter. The tsr advised the hp to contact their pd registered nurse regarding the air in line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d1: brand name: ni (previously submitted as homechoice automated pd set with cassette) correction/additional information: e3: occupation, f10/h6: medical device problem codes, h6 and h11: h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.